Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps wire was broken and did not function as intended during endo-wrist movement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 12/30/2025: the instrument moved in right direction, but jaw was not getting closed properly. Endo wrist movement was impaired. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scale appropriately to the instrument and moved in the intended direction. The timing of instrument movement was appropriate.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.